Event description:
It was reported that the patient presented to the emergency department with two days of nausea, vomiting, and lower left quadrant abdominal pain. The patient was admitted for leukocytosis and mild acute kidney injury (aki) in the setting of nausea and vomiting of two days. R-pan and covid tests were negative and blood cultures were pending. An abdominal computed tomography (CT) showed no evidence of acute abdominal or pelvic pathology. On (B)(6) 2022 the patient underwent esophagogastroduodenoscopy (egd) without significant finding to explain the dysphagia or nausea/vomiting. The nausea/vomiting was thought to be secondary to poor glycemic control and marijuana use. Better glycemic control and marijuana cessation was recommended. The patient's leukocytosis remained stable with negative infectious disease workup. On (B)(6) 2022, the patient was progressing well and was deemed appropriate for discharge home. The event resolved without sequelae on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section a2: patient date of birth was inadvertently added in initial report and should have been removed due to patient privacy laws. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22jan2021. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 1 of this document lists renal dysfunction as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Although leukocytosis with a negative infectious disease workup was reported, infection is also listed as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The care instructions in regard to preventing infection are provided in various sections of the IFU, including controlling infection. The heartmate 3 lvas patient handbook (rev. D) is also currently available and also contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.